Event description:
It was reported that the patient had experienced acute pain and a loss of therapeutic effect. The patient also felt pain from his neck to the front of his chest. The patient's stimulation was not high enough on the right side of his body. His implantable neurostimulator (ins) was still helping him. It was noted that the patient had severe nerve damage in 4 areas of the upper back and shoulders. The patient felt that the stimulation was not reaching high enough levels, however, when the stimulation amplitude was turned up, it hurt in his back and shot down to both feet. The ins worked "really well" the first few days it had been implanted. On (B)(6) 2012, the patient had an x-ray taken confirming a slight lead migration on his right side, but his physician determined that the shift was not significant enough for a revision procedure. The patient visited his physician on (B)(6) 2012 to have additional adjustments done. The patient did not experience any falls or trauma. The physician believed that it could've occurred if the patient stretched while sleeping; in addition, the physician believed that because the patient was "thin and tall" that is may have been more difficult for scar tissue to have formed. It was also reported that the patient has 3 spontaneous pneumothoraxes where his lungs collapsed, twice on the left lung and once on the right. The patient had the top portion of both lungs cut out a little bit. The first surgery took place 1 year ago on the left lung, the second at the end of (B)(6) 2012 on the left lung, and the third on (B)(6) 2012 on the right lung. The physician may have caused nerve damage when he pulled out the chest tubes after each procedure, although during which surgery that may have occurred was unknown. The patient also experienced nerve blocks in (B)(6) 2012 that were unsuccessful at blocking the pain; it was at this point that the patient and family decided to undergo the implantation of the ins. The patient had planned to visit their physician again on (B)(6) 2012. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 387445, lot#: v934323, implanted: (B)(6) 2012, product type: screening device; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 37744, serial#: (B)(4), product type: programmer, patient. (B)(4).